Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post operation interrogation, x-ray revealed loss of slack on rv lead due to possible lead dislodgement. Physician stated this may be due to ectopy involved with rv lead movement. The lead was re-positioned successfully. Patient was stable before, during and post procedure.